Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported a loss of stimulation, with a return of symptoms and head bobbing as of the night prior to date notified. It was stated that they don't know how to operate the patient programmer (pp) and think they devices may be off. However, after several attempts, the patient connect and verify stimulation was on/ok, but still could not connect to the right implantable neurostimulator (ins). Follow up information received from the healthcare provider (hcp) reported that the patient's family member doesn't believe it to be an adverse event, and that an adjustment was done on (B)(6) 2016, with their amplitude increased from 2.5 to 2.9 which normalized the patient's gate. Follow up information received from the patient on (B)(6) that they were no circumstances that led to the head bobbing, return of symptoms, and inability to connect with the right ins. There were no steps taken to resolve the issue, and the issue hasn't been resolved. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-26338.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.